Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner service engineer: g5 ventilator alarming high frequency/pressure on patient and duplicated with test lung. Patient circuit and flow sensor were replaced, issue remains.